Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/11/2021 , a photo of the device was received. On 3/26/2021, upon visual evaluation of the image provided in the complaint, the implants can be observed however, no damage or anomalies can be detected due to the quality of the photo. As the product involved in this complaint was not received, since it was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2021, upon visual evaluation of the image provided in the complaint on 03/11/2021, the implants can be observed however, no damage or anomalies can be detected due to the quality of the photo. However, additional information was provided in the complaint on 04/01/2021, a new a visual evaluation of the image was performed and the right implant was observed ruptured. As the product involved in this complaint was not received, since it was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/6/2021, it was reported to mentor that the date of implantation was on (B)(6) 2016. In addition, a new photo of the device was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a mentor memorygel breast implant 700cc and suffered from a rupture on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2021.